Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty low voltage switching device printed circuit board (lvds pcb). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source was not displaying image when connected to a 190 series scope. The issue was found during preparation for use prior to a diagnostic upper gastrointestinal endoscopy. There was an approximate ten-minute delay as the subject device was replaced with another similar device to complete the procedure. The procedure was completed and there was no patient harm reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image on the device screen when used with a 190 series scope due to a faulty low voltage switching device printed circuit board (lvds pcb), heavy corrosion and seepage marks on the scope socket, and dust inside the unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Device return receipt date is not available at this time.